Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of a 8.7 mmol/dl (157 mg/dl) on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 7.8 mmol/dl (141 mg/dl) and 3.1 mmol/dl (56 mg/dl). The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.